Event description:
The patient has 4 leads (from the same lot) implanted as part of her scs system. It was reported the patient the was not receiving effective stimulation from her back leads and her front leads were not low enough on her supraorbital (off label) nerves. The patient had the system implanted for her headaches. Subsequently, the patient under went surgical intervention where her leads were removed and replaced with new ones. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.